Manufacturer narrative:
As reported, post implant of ventralight st mesh (echo 2) the patient presented with abdominal pain and was diagnosed with a small bowel adhesion and ileus. Based on the information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Pain and adhesion are known inherent risks of surgery/use of device and are included as possible complications in the adverse reaction section of the instructions-for-use, supplied with the device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a ventral incisional hernia repair procedure on (B)(6) 2022, during which a bard/davol ventralight st w/echo 2 was used to treat the patient. On (B)(6) 2022, the patient presented with abdominal pain, and underwent a CT scan. The CT examination revealed mesh adhesion of the small intestine and a diagnosis of ileus on the right side. On (B)(6) 2022, the doctor decided to follow up with an ileus tube. As reported, it is not known whether the adhesion was due to the rolling of the mesh, adhesion to the mesh coating, or if the mesh was the cause. The patient did not undergo additional surgical intervention due to this reported event.